Event description:
It was reported that the patient went to the endocrinologist and was diagnosed with a skin infection. The patient's blood glucose (bg) values reached 350 mg/dl. The site was red, swollen and painful. For treatment, the patient was prescribed mupirocin to take 3 times per day for 10 days and a oral antibiotic for 7 days. The pod was worn between 36 and 48 hours on the leg. The patient was discharged after a couple hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.